Manufacturer narrative:
Investigation summary: the case is closed without intervention on the device at the client's request, and with confirmation that the reported issue was reviewed and was not a device problem. Therefore, sending the pump to the service center is not necessary.

Manufacturer narrative:
The complaint investigation is pending at this time.

Event description:
The complaint involved a plum 360 driver refurb. The reporter stated that they received the patient, and during the initial assessment it was noticed that the total parenteral nutrition was labeled for 17-jan-2026. The cassette was placed into the infusion pump, but the pump was programmed in standby mode. Upon checking the nutrition bag (during the patient's infusion), it was almost full, with a total volume of 1,147 ml programmed on the pump, while the label on the nutrition indicated a total volume of 1,200 ml. No harm to the patient was reported.